Manufacturer narrative:
Weight and ethnicity: unknown, not provided. If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptic was broken. The issue was observed during handling prior to insertion. The lens was fully inserted and removed during the same procedure. A back up lens of the same model was used to complete the procedure. The patient has recovered. Suspect product discarded. No further information is available.